Event description:
Device was returned to philips for fco implementation. During incoming inspection, it was discovered that device had some significant cosmetic damage. There was no reported patient involvement.